Manufacturer narrative:
(B)(4).

Event description:
During pretest, the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
(B)(4). One sample was received for analysis a tear observed in the cuff found in the received sample is not confirmed as related to manufacturing process.